Event description:
The power module of the concerned device was requested and returned to the manufacturer for investigation. It could be verified, that the power module was the cause to be fully functional. For detailed root cause investigation the power module was sent to the supplier. The failure could be addressed to a transistor of the dc/dc converter. This failure was assessed to be a case of single instance. The device behaved as specified for this case of failure, posted the power loss alarm and opened the breathing system to allow spontaneous breathing for the patient. The device was repaired by replacement of the power supply and returned into service.

Event description:
The patient was on a ventilator with the settings CPAP/psv 8/5 40%. The unit for no apparent reason went into shutdown and was giving the no power alarm.